Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) and by a consumer regarding a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that in (B)(6) 2016, the ins was affecting the patient's genital area and aggravated the patient. It was also reported that when the patient laid down the device made their body shake inside. The ins was shut off around (B)(6) 2016. It was noted the device never got programmed right but it did work fine in 2015. The device had not been charged in a year nor had the patient tried to charge the ins. The patient is in need of a MRI (unrelated to the device and therapy) but the MRI facility could not do it because the patient had told them they had not used their ins in "years". It was reviewed that the patient's device would need to be charged up and put into MRI mode before the MRI could be performed. Physician listings were provided so the patient could try to find a doctor to check their device and to schedule an appointment with a manufacturer representative (rep). No further complications were reported or anticipated.